Manufacturer narrative:
Citation: subtrochanteric femoral fractures: a comparative study of the long proximal femoral nail and the long trochanteric fixation nail; munoz-mahamud e., garcia-oltra e., fernandez-valencia j.a., zumbado j.a., rios j., suso s., bori g.; : european journal of orthopaedic surgery and traumatology. 2011 oct; 21 (7) :511-516. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.

Event description:
A journal article received reported: clinical and radiological outcomes with the use of long proximal femoral nail (lpfn) in 22 patients and long trochanteric fixation nail (ltfn) in 21 patients for treatment of subtrochanteric femur fractures. Male and female patients were included, and the mean age was 79. Ltfn complications included: blood transfusions for nine patients and migration of the distal locking screw in one patient. The authors noted the screw migration was related to the selection of a screw that was too short. Lpfn complications were reported. Blood transfusions were required for 15 patients. Two patients experienced cut-out which required additional surgery after fracture consolidation to remove the cephalic screws. The authors noted the events were related to incorrect placement of the cephalic screw and to the presence of osteoporosis. Two patients experienced implant disassembly. Three patients experienced failure of distal locking screw. Fifteen days postoperatively, one patient experienced a femoral fracture at the distal locking screw of the nail tip. The authors noted the fracture may have been related to a drilling error. Postoperatively, all fractures included in the study were consolidated. This is report 5 of 8 for complaint (B)(4). This report is for the unknown tfn helical blade.